Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer reported that the they need to change the carb ratio on their insulin pump because they have been getting frequent high blood glucose values the past three weeks. Customer declined to troubleshoot for high readings but stated that they have been treating with the insulin pump. Customer was assisted in changing carb ratio on their insulin pump and was advised to consult with their doctor regarding the changes. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.